Event description:
It was reported that the customer had high blood glucose levels (522 mg/dl). Customer loads insulin cold and changes her cartridge every five days. She is currently using humalog.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.